Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient charged the device last night and when they attempted to put the device into MRI mode today the controller displayed a message stating that the ins battery was too low to enter MRI mode. The hcp indicated that the scan was of the patient¿s I-spine. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.